Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1660 was verified. The event log showed error 1660 occurred on (B)(6) 2018. Service replaced the mp board and the front housing that will include the lens. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had error code 1660, shorting pin inop-will not clear/lens damage. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.